Event description:
On (B)(4) 2012, the patient contacted animas, alleging the ok, up arrow, and down arrow keypad buttons were unresponsive. The reporter denied damage to the keypad and noted moisture behind the display screen. The patient reportedly wore the pump in a pocket and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. The keypad button response complaint could not be tested due to the pump did not power on. During investigation, the keypad was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, a crack was observed in the pump casing near the display lens; a leak test was performed and the pump failed. The pump was opened and moisture corrosion was found in the pump and on the audio bolus button pins.